Event description:
It was reported that during a carotid artery stenting treatment procedure, a stent embolism occurred. The physician implanted a carotid wallstent monorail 8.0x21 mm stent "which was too small" for the lesion; therefore, it embolized to the common carotid artery. He subsequently successfully implanted another manufacturer's stent. No patient injuries or complications were reported. Patient status is reported as "good." Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.